Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2012 it was reported that a patient was implanted with a four-hole symphyseal locking plate and four locking screws after falling off of a horse on an unknown date. Patient returned for follow-up one week post implantation on an unknown date. Radiographic findings revealed loosening of symphyseal hardware, bone resorption at the screw-bone interface and gapping of the public symphyseal reduction. This finding did not produce symptoms or elicit any complaints from the patient. This is 3 of 5 reports for this event.